Event description:
It was reported that during device interrogation unusual signals were seen on the ventricular channel of stored egms. Noise was suspected. The physician elected to take no action. The patient condition was good after the event.